Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the user found a small gasket type seal on the liver. The piece was removed from the patient. It was unknown which device this came from or how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.